Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) displayed an error message. It was indicated that the main printed circuit board (pcb) was out of specification. It was also indicated that the upper case was cracked. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error message. The epg was returned for service. There was no patient involvement.